Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were intact. Good condition with no appearance of any physical damage. Functional and delivery testing was conducted. There was an invalid syringe size error identified in event history log review. Syringe test and checked the reading on size on both qc slugs. Unable to duplicate the invalid syringe size during syringe test but failed reading on size of the large qc slug. The reading of large qc slug is 1.223 (1.256 - 1.272). The reported issue was unable to be confirmed. The root cause of the reported event was unable to be determined. The following actions were taken: replaced size pot and barrel clamp head as preventive measure. Other repairs included: performed preventative maintenance. Device passed all functional and device testing after repairs.

Event description:
It was reported that the device did not recognize the syringe type. No patient injury was reported.